Event description:
Country of complaint: (B)(6). Insufficient sealing performance causing bleeding. Instrument cleaning during surgery 8 times. Pt reportedly has no coagulation disorder. Procedure: sleve gastrectomy. Type of vessel sealing: vessel and tissue, single dissection vessel.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. PMA/510 (k) # k110824/k130596. Mfg site eval: the instrument arrived contaminated in a pl720su box. The body of the instrument seems clean, the jaw was contaminated with dried blood. Electrical inspection: first we measured the electrical resistance of the complete instrument. For this purpose we clamped an piece of tim foil in the jaw, and measured the upper and lower link in common. In the rest position the resistance is according to spec. During handling, turning and bending the shaft, the resistance did not change significantly. The behavior is according to spec. Open the handle for investigation: after opening the handle, we investigated the sliding contacts. The proximal contact as well as the distal contacts are clean and according to spec. There was no hints like contamination which could lead to a drop out or a sporadic contact problem. The inside of the handle is clean, no pollution, no blood spots. The mfg documents has been checked and found to be according to the spec during the time of production.